Event description:
It was reported that during a laparoscopic gastric tube procedure, the clips scissored several times during use. The device was used on the stomach. No bleeding or no damage of the target tissue was observed. Another device was used to complete the case. There were no adverse consequences to the patient. The patient¿s condition is stable. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.